Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm half unit 10bg 500 had missing label information before use. The following was reported by the initial reporter: "it was reported that the consumer called to inquire about expiration dates of the syringes. Verbatim: consumer called to inquire about expiration date of syringes. Stated she only has the poly bag she discarded product box. Poly bag is not opened. Lot # unknown cat # 328440date of event: unknown, samples: no".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed.

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm halfunit 10bg 500 had missing label information before use. The following was reported by the initial reporter: "it was reported that the consumer called to inquire about expiration dates of the syringes. Verbatim: consumer called to inquire about expiration date of syringes. Stated she only has the poly bag she discarded product box. Poly bag is not opened. Lot # unknown, cat # 328440, date of event: unknown,samples: no."